Manufacturer narrative:
Investigation summary: customer reported putting reagent in the test card, inserting the swab in the test card and then inserting the swab up nose while testing with the binaxnow covid-19 ag self test. Technical service advised the customer that the solutions components and concentration, also provided the poison phone number (800) 222-1222 in case she has irritation. Technical service advised the customer to contact their health care provider for further assistance. Technical service provided the customer with the reagent solution sds. According to the package insert in195150 v. 3.0: precautions: the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/contact-us or 1-800-222-1222. The product will continue to be monitored and tracked.

Event description:
The consumer reported having inserted the nasal swab of the binaxnow covid-19 antigen self-test into the bottom hole of the test card after having placed six drops of reagent into the test card. The consumer did not report any effects from being exposed to the reagent. No additional information was reported.